Event description:
Report received that an empty evacuated container (1000ml) that was filled at the user facility pharmacy with intravenous immune globulin "exploded" while the infusion was in progress. Report source states that approx 450ml of the 600ml of intravenous immune globulin infused when the glass container broke into pieces while hanging/infusing. There had been no problems with the infusion prior to the event and a vented administration set was used. The pharmacy that prepared the mixture and the nurse who hung the container report that there were no visible cracks or defects in the bottle prior to the event. The product had not been dropped to their knowledge. The broken glass did not cause injury or harm to the pt or to user facility personnel.